Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported implant elevation with capsule contracture, baker grade iii. The device is still implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified an opening, crease fold, and yellow particles. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a striated edge opening consistent with the use of a surgical tool. Based on the device analysis the final assessment was a striated edge opening on anterior assessed as surgical damage.

Event description:
Device has been explanted.